Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor video connector and the workstation circuit boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left (live) monitor was intermittently not working. No pt injury was reported.